Event description:
A non-healthcare professional reported that patient had corneal capsular tear rupture in the unknown eye of a patient after cataract surgery. There are multiple related reports for this event. This report addresses the unknown patient initial's, in the unknown eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative was unable to confirm nor replicate anything that would have contributed to the reported issue. The system was then tested and found to meet specification. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).